Manufacturer narrative:
Pt info unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -10.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same length toric lens (-10.50/1.0/171 (sphere/cylinder/axis)) due to refractive surprise. This resolved the problem.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).